Manufacturer narrative:
On december 29, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the smooth hpg, 325cc breast implant was found to have ruptured in two pieces. Microscopic examination was performed and thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. The evaluation determined that the cause of the rupture was the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain and material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient, who's undergone primary breast augmentation with a 325cc mentor memorygel breast implant on the left breast, suffered left breast pain and breast implant rupture, post-procedure. The rupture was discovered via an MRI. It was reported that the ruptured was possibly caused by a mammogram test. As a result, the patient underwent removal and replacement with a 325cc mentor memorygel breast implant (catalog: 3503254bc lot: 9623209 sn: (B)(4)) on (B)(6) 2021.